Event description:
The user facility reported three incidents of pt reactions shortly after initiation of dialysis treatment. One pt experienced a reaction on two occassions and another experienced a reaction on one occassion. It is reported that in each case the dialyzers were from the same lot number and were preprocessed on a drs-4 machine with diazide. The user facility stated that they experienced difficulty clearing the diazide from the dialyzers and that this was felt to be the cause of the reactions. Event specific information, including a description of the reactions, was not available. After each occurrence, the treatment was temporarily stopped and the pts were switched to a non-preprocessed dialyzer from a different lot number. The user facility reported minimal blood loss due to the change to a new dialzyer and that there were no other complications for the pts.